Event description:
It was reported that the patient was under general anesthesia with holmium laser lithotripsy of the lower urethra and bladder, the nurse used a disposable sterile urinary catheter to catheterize the patient. The nurse found that the urinary catheter fell off. After the examination, it was found that the urinary tube was intact, the air sac was not inflated, and the patient reported that it floated slightly upwards, assisted in urination once, the urine was self-dissolving, the color was light yellow, it was clear, and there was no dysuria. The patient was able to self-diagnose when urinating, the indwelling catheterization was suspended and the patient was observed to have no symptoms of discomfort.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/mechanical failure/operator error/thin rubberize layer). It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was under general anesthesia with holmium laser lithotripsy of the lower urethra and bladder, the nurse used a disposable sterile urinary catheter to catheterize the patient. The nurse found that the urinary catheter fell off. After examination, it was found that the urinary tube was intact, the air sac was not inflated, and the patient reported that it floated slightly upwards, assisted in urination once, the urine was self-dissolving, the color was light yellow, it was clear, and there was no dysuria. Because the patient was able to self-diagnose when urinating, the indwelling catheterization was suspended and the patient was observed to have no symptoms of discomfort.